Event description:
It was reported to philips that the device won't turn on. There was no patient involvement.

Manufacturer narrative:
An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the power cord needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power cord. The power cord was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.